Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the monomer liquid could not be sucked into the cartridge. It ran out on the side.

Manufacturer narrative:
(B)(4). An investigation has been performed, consisting of a documentary review and a product analysis. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. The returned item has been inspected according to an internal checklist, as part of our documentation process, which describes the different items to review. All the components have been inspected. No non-conformity has been detected which could be linked to the event. Investigation results concluded that the reported event was related to a handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge. It ran out on the side.